Event description:
Customer reported a hospitalization due to a high blood glucose of 1,100 mg/dl. The blood glucose reading at the time of the report was 234 mg/dl. Customer had been treated with an insulin drip. Customer stated that he thought he had the flu, blacked out and was taken to the hospital and had diabetic ketoacidosis. Customer was wearing the insulin pump until just prior to being hospitalized. He stated that he had also been in a car accident earlier in the month. He stated that he did not recall the site being sore or irritated. Customer was unable to continue further troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.